Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead had high impedance, > 4000 ohms. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.